Event description:
Customer reported that a pump declared alarm 20 during normal operation. Blood glucose level of the customer did not exceed 500 mg/dl, so there was no adverse impact. Technical support decided to replace the pump and instructed the customer on how to put it into storage mode before returning it. Customer will use multiple daily injections as backup therapy and was provided with a pre-paid label for returning the problematic pump within 10 days.